Event description:
It was reported that during embolization of the left unruptured basilar-superior cerebellar artery aneurysm, the patient had an asymptomatic cerebral infarction in the treatment territory. No specific action was taken to treat the stroke. The patient's current condition was reportedly ¿normal.¿ the physician stated that the cause of the ¿asymptomatic cerebral infarction was a thrombus which was formed by implanted coils.¿

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remained implanted; therefore, physical analysis cannot be performed. Stroke and thrombosis are known and anticipated complications to these types of procedures and are noted in the direction for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that during embolization of the left unruptured basilar-superior cerebellar artery aneurysm, the patient had an asymptomatic cerebral infarction in the treatment territory. No specific action was taken to treat the stroke. The patient's current condition was reportedly ¿normal¿. The physician stated that the cause of the ¿asymptomatic cerebral infarction was a thrombus which was formed by implanted coils¿.

Manufacturer narrative:
The device remains implanted.